Event description:
It was reported the device could not be paired with the smart phone due to bluetooth not activated. No intervention has been performed at this time. The patient was in stable condition.